Event description:
Reporter alleged obtaining a blood glucose result of hi (greater than 600 mg/dl) and within 10 mins glucose measured in the 30s mg/dl on the advantage system. Reporter stated she was experiencing hypoglycemic symptoms at the time and passed out. Reporter indicated she did not receive any treatment and no actions were taken. A request was made for the return of the suspect device and replacement product was sent.